Event description:
It was reported that pump screen was dark and would not turn on, and caller stated button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to remove pump from case and press button firmly until screen turned on, and technical support determined pump was out of warranty and arranged pump replacement as backup pump.